Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04688 / 04689).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain and loss of range of motion. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2006. Patient's legal counsel further reported that a loose acetabular cup was allegedly noted during the revision procedure. The modular head and acetabular cup were removed and replaced. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.